Event description:
It was reported that the surgeon explanted a micl 12.6 implantable collamer lens in 2007 due to inadequate vault. The incision was enlarged slightly to remove the lens and a shorter lens was implanted. No sutures were required. The reporter stated the incident was due to a mismeasurement.

Manufacturer narrative:
Evaluation: a work order search was conducted and there were no similar complaints found.